Event description:
On (B)(6) 2014, it was reported that the patient's infusion device displayed e8 (power interrupt). It was also reported that the rubber covering of the up and down buttons was damaged/missing and the up and check buttons were no longer functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The complaint can not be verified due to mishandling of the product. The soft component of the buttons are damaged and restricted handling of the pump is a possile implication. As result of the leaky soft components moisture may enter and caused damages to the electronic of the pump. The up button is permanent active due to an external mechanic damage. It is not possible to confirm the triggered e8 error message (power interrupt). Additionally to the permanent activated up button the other buttons do not respond to commands. The e8 error was triggered due to an power interrupt while the device was in run mode.